Manufacturer narrative:
Continuation of concomitant: d314trg ICD, implanted: (B)(6) 2013; 694765 lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and the left ventricular lead impedance was undefined in the configuration of tip to coil and tip to ring. The lead was turned off and replaced. No further patient complications have been reported as a result of this event.